Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product device was received for evaluation. Visual and functional testing were performed. Visual inspection found damaged front cover and broken micro switch. The reported issue was confirmed. The root cause of the reported issue was found to be a broken micro switch lever which caused a constant alarm. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device had a broken interlock. No patient injury was reported.